Manufacturer narrative:
(B)(4). Correction "the log was downloaded and reviewed finding a failed transmitter error."

Event description:
The log was downloaded and reviewed finding no errors related to the complaint.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that the display device showed a transmitter failed error on (B)(6) 2019. No additional patient or event information is available. No product or data was provided for evaluation. The complaint confirmation of a transmitter failed error could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4). Correction "the product was evaluated...the log was downloaded and reviewed finding no errors related to the complaint. The allegation was not confirmed. The root cause could not be determined."

Event description:
A transmitter serial # (B)(4) was evaluated...data was received for evaluation. However, the alleged product is not present within the investigation window. Confirmation of the allegation and a root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and no defect was found. A voltage test was performed and it passed. A pairing test was performed and it passed. The log was downloaded and reviewed finding a failed transmitter error. The allegation was not confirmed. The root cause could not be determined.